Manufacturer narrative:
Age at time of event: (B)(6). Event date: prior to (B)(6)2010 device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, catheter entrapment with a guide wire occurred. The renegade micro catheter was being advanced over the provided guide wire through an unknown catheter. The vessel they were going to advance into had not yet been selected. During advancement, they were not able to manipulate the catheter over the wire anymore, it had become stuck. The wire and renegade catheter were removed from the patient together. There were no complications during withdrawal. The procedure was completed with another renegade kit. There were no reported patient complications. The patient was fine.